Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider regarding a patient receiving baclofen via an implantable infusion pump. It was reported that the patient was in the critical care unit with altered mental status. The hcp was wanting a device manufacturer representative to come out to confirm pump functionality.